Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], chronic fatigue [chronic fatigue], muscle and joint pain [arthromyalgia], dizziness [dizziness], muscle weakness [muscle weakness], low back pain [low back pain], depression [depression], severe restless leg syndrome [restless leg syndrome], cognitive disorder [cognitive disorder], dental problems [tooth disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 30-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain (pelvic pain) in a 36-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 14 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), fatigue (chronic fatigue), arthralgia (muscle and joint pain), dizziness (dizziness), muscular weakness (muscle weakness), back pain (low back pain), depression (depression), restless legs syndrome (severe restless leg syndrome), cognitive disorder (cognitive disorder) and tooth disorder (dental problems). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, pelvic pain, arthralgia, dizziness, muscular weakness, back pain, depression, restless legs syndrome, cognitive disorder or tooth disorder. The reporter commented: my life has become hell in recent years, with little attention paid by healthcare professionals. It took several years and a change of primary physician for me to finally be listened to and for someone to finally have medical examinations done for me. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 114 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female], chronic fatigue [chronic fatigue] , muscle and joint pain [arthromyalgia] , dizziness [dizziness] , muscle weakness [muscle weakness] , low back pain [low back pain] , depression [depression] , severe restless leg syndrome [restless leg syndrome] , cognitive disorder [cognitive disorder] , dental problems [tooth disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 30-sep-2025. The most recent information was received on 07-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 36-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 14 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), arthralgia ("muscle and joint pain"), dizziness ("dizziness"), muscular weakness ("muscle weakness"), back pain ("low back pain"), depression ("depression"), restless legs syndrome ("severe restless leg syndrome"), cognitive disorder ("cognitive disorder") and tooth disorder ("dental problems"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, pelvic pain, arthralgia, dizziness, muscular weakness, back pain, depression, restless legs syndrome, cognitive disorder or tooth disorder. The reporter commented: my life has become hell in recent years, with little attention paid by healthcare professionals. It took several years and a change of primary physician for me to finally be listened to and for someone to finally have medical examinations done for me. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 114 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-oct-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.